Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation in the left eye (os) at the 1-day post op exam. The surgery noted there was mild inflammation with no central and good vision. The patient commented on having good vision. Topical steroid dosage was increased and oral steroids (medrol dose pack) was prescribed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.00 x -.75 x 81, left eye pre-op 20/20 -1.00 x -.50 x 75.